Event description:
Patient felt pop in the knee and knee swelled up and felt unstable and painful, requiring aspiration of the knee joint. Surgeon stated event was definitely not related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation.